Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Reportedly, customer administered an insulin injection while they still had insulin in their body that had been delivered by the pump. Customer consumed juice to stabilize bg level. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.